Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the mid left anterior descending coronary artery (mlad). A 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was prepared with no noted issues and was attempted to be used for vessel dilatation; however, the balloon was noted to rupture during the first inflation at 10atm. The bdc was replaced with a non-abbott device and the procedure was completed. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and heavily tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.